Event description:
It was reported that, "patient had complaint of back pain and noise, a squeak, after initial surgery on (B)(6) 2009 by dr. (B)(6). Dr. (B)(6) scheduled an open exploration and revision decompression to pin point problem of complaint. Upon 2nd surgery, (B)(6) 2010. Dr. (B)(6) explored prior fusion by instrumentation of stryker radius. Upon exploration of instrumentation, it was found that the right t10 radius blocker was loose but still within the tul. Upon further exploration, the blockers at t12, l1 and l2 on both the right and left were also loose and in the tulip. The right l1 screw and the 5.5 ti rod at the sight had typical wear blackening. All of the screws for the instrumentation were well fixed and no loosening.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.